Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented with episodes of non-sustained rv oversensing due to suspected myopotential oversensing. No lead anomalies detected and programming changes were recommended. Patient will be monitored.

Event description:
New information received indicates that programming changes were made.